Event description:
A peritoneal dialysis nurse reported a pt had been hospitalized on (B)(6)2014 for a bowel obstruction during follow up for a cycler delivery question. The pt had been constipated for some time and was admitted to the hospital for assistance. The pt was discharged from the hospital. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.